Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 275 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported also low blood glucose. Customer stated he has to call emergency medical services. Customer stated that emergency medical services helped him regain his consciousness. Customer cannot provide specific information about the incident. No blood glucose reading given for low blood glucose. No further information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.